Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer has been getting a lot of sensor errors. Customer thinks its the serter device. The blood glucose reading is 153 mg/dl. The serter does not release the senser after the second button press. Advised the customer that the catch arm may be bent. Nothing further reported.

Manufacturer narrative:
Inspected 1 opened and used enlite-serter. Performed insertion test using a new enlite sensor and rubber skin. Enlite-serter passed the test according to specifications. Enlite-serter connects and releases properly.